Manufacturer narrative:
Citation: zhao a early bioprosthesis failure: report of three cases and literature review. Heart surg forum. 2015 apr 28;18(2):e059-62. Doi: 10.1532/hsf.1242. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) years old male patient with severe tricuspid regurgitation had been implanted with 31mm mosaic valve (serial number not provided). Six months post-implant, the patient experienced triscuspid regurgitation, stenosis and increased gradient. Subsequently, the valve was replaced by non-medtronic valve due to hyperplastic pannus around the valve. No other adverse patient effects or product performance problems were reported.